Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that during a shoulder repair procedure the fms inflow tubing fill chamber overfilled. The sales rep stated that they switched the pump and the tubing, but the second fms inflow tubing fill chamber overfilled as well. The case was completed with a third pump and third set of tubing with no patient harm. There was a five minute surgical delay to switch the pumps and tubing. The two sets of tubing are being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection could not find any cracks or leaks in the tubing. The section of the tubing with the filter in it that contains the connector that attaches to the pump was filled with fluid. This indicates that the fill chamber on the tube set was over filled. Once this filter becomes wet no testing can be performed on the tube set. The wet filter will not allow the air to pass through which is needed for testing. The tube set was also filled with an unknown fluid, so no other testing was performed because of safety concerns. This complaint can be confirmed. Since there are no anomalies noted during the inspection of the tube set we cannot determine a root cause for the failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.